Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient's daughter regarding the external neurostimulator (ens). Patient's daughter said the patient is currently hospitalized. Four days later, patient's daughter said the patient is no longer voiding as much as they were before the evaluation started. They use to void very small amounts, but now the patient hasn't voided all day since 10 am; things are worse than prior to evaluation. No stimulation adjustments could be made at the time because the daughter was not with the patient. On (B)(6) 2017, patient had to be cauterized as they were unable to void. No further patient complications have been reported as a result of this event.